Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor won't power up) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was extensive corrosion on the unit. The root cause for the corrosion was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to power on.